Event description:
The customer contact reported no flow. A primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump, at an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of 250ml of an unspecified concentration of vancomycin. It was reported that the primary solution container was hung lower than the secondary solution container. It was reported that 1 hr after the piggyback delivery was started, no flow of solution was noted. The customer contact reported that the nurse lowered the primary solution container further; however, no flow of solution was again noted. It was reported that the option-lok male adapter of the secondary tubing set was disconnected from the proximal needleless valve connector y-site on the primary tubing set and reconnected to proximal needleless valve connector y-site on the primary tubing set. No flow of solution was again noted. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delays of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The lot number of the device that was in use is unk. The representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.